Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "difficulties in the piston flow" (delivery system failure [plunger]). A surgeon reported that the syringes showed difficulties in the piston flow. There was no patient impact. The syringes were not used during surgery.

Manufacturer narrative:
Batch record review indicated no issues related to this type of event in the records for this lot number. A functionality test was performed during the blistering operation; results met specifications. Testing of the expel force of the syringes was conducted by the supplier. The supplier has been requested to further optimize the gliding force of the syringes. There have been no other complaints reported in this lot number except by this user facility. (B)(4).